Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Conclusion: (other): an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Method: device history review. Result: review of the manufacturing, inspection and packaging process concluded there was nothing found to suggest a contributory factor to this complaint. Conclusion: based on the complaint history, lens work order search, medical and device history reviews, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
A lens work order search was performed and two similar complaints were found within the work order. Per medical review - reportedly, the haptic of the single-piece silicone iol was torn upon insertion requiring intraoperative lens removal. The incision was not enlarged and no other tissue damage was reported. Damaged iol was discarded. No reported post-operative sequelae. According to the report by the surgical technician, the cause of the event was unknown. Based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported the haptic of the aa4203tl silicone single piece lens tore upon insertion. The lens was cut into pieces , removed and discarded. The cause of the event was unknown.